Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen was black with a blue box requesting a password. A field service engineer (fse) troubleshot the issue of the unit displaying a black screen with a basic input output system screen and reseated and reconnected the hard disk drive serial advanced technology attachment cable. The fse then rebooted the unit and successfully tested the functionality with the customer, confirming resolution of the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black with a blue box requesting a password, and remote smart service (rss) was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.